Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 had a duplicate address on the bus. A technical support specialist (tss) confirmed that fse had already restarted the device and advised the pharmacy technician to try recovering the failed or duplicated pockets. A prompt appeared stating that a cubie had been ejected, but no actual ejection occurred. The device was restarted again, and the same prompt appeared during recovery. The es version was 1.7.4. Tss found the knowledge article ¿med es ¿ cubie duplicate address detected¿ and confirmed the same error lines in the medapp logs. Tss extracted and appended the logs to the case note, copied all med app logs, and saved them in ephi. Tss escalated the issue to pse following the knowledge article- ¿how to submit a hardware quality review request.¿ the cubie firmware version was 1.5, and remote smart service (rss) showed the last package sent to the device was 1.48, which contained the duplicate address issue. The device needed firmware 1.10.2.33 or package 10000447339 00 es total firmware pkg 1.0.5.7. Tss deployed 10000447339 00 es total firmware pkg 1.0.5.7 ¿ no reboot (build 10). Later, tss accessing the device found no hardware failure notices, and a duplicate cubie query showed none existed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 duplicate address on one the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 duplicate address on one the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.